Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that while performing CPR, the pt's shirt was cut away to expose his chest. The chest was clear of any hair and was dry to the touch. There were not any medication patches noted on the pt's chest. The customer opened a set of kendall 1310p multi-function defibrillation electrodes and applied them to the pt's chest. Pads were applied in an anterior-apex scheme. While placing the pads the customer noted that they made full contact with the chest wall and were not moving freely. During resuscitation the life-pak 12 monitor was charged to 360 joules and the rhythm was noted to be ventricular fibrillation. The customer pressed the "shock" button and delivered the defibrillation to the pt. During the defibrillation, the entire anterior pad lit-up with a blindingly bright while color and burned the pt. The rhythm converted from the ventricular fibrillation to asystole and CPR resumed. The kendall pads were immediately removed from the pt and replaced with medtronic quick-combo pads. There was a burn noted to the pt's anterior chest that was identical size and shape of the removed kendall pad. On arrival to (B)(6), the customer advised dr (B)(6) of the incident. The pt expired on (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.